Event description:
A few years after having essure implanted, I started having health issues (sharp pelvic pains, headaches, dry skin patches, blurred vision, hair thinning / falling out, premenopause. Weight gain, swelling all over my body. Thyroid goiter, increased forgetfulness, adrenal fatigue, irregular periods, mood swings, small intestinal bacterial overgrowth (sibo). After seeing several drs to figure out what could be the cause of my symptoms as well as eliminating certain foods from my diet, increasing workouts, decreasing stress in my life, the symptoms continued and in most cases became worse. I did not think that essure could be the cause of my symptoms and much more because my dr (who implanted the device) assured me that this device did not contain anything that would cause a shift in the chemical makeup of my body. However, after the device was implanted, I began to suffer all the above. As a result of continued health issues and no improvement or cure, I consulted my new gyn to have the devices removed. Although I did not want to have a hysterectomy due to my age (40) and the fact that I had the option of still having a child (in vitro fertilization), my dr informed me that a hysterectomy was the only option I had of removal. Therefore on (B)(6) 2018, I had a laparoscopic assisted vaginal hysterectomy with removal of my fallopian tubes.